Event description:
Customer reports, foley catheter port broke off. Rn attempted to deflate balloon without success. Urologist called and came to evaluate pt. Urologist passed a 2-0 stainless guidewire 4 cm into balloon channel to deflate balloon. Catheter came out without difficulty at that point. Catheter was intact distally after removal. There was no serious injury during the incident. A new foley catheter was inserted without further consequences.